Manufacturer narrative:
The trigger and safety bar could be made to catch, causing run-on, due to corrosion observed in both the trigger and safety bar assemblies.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device ran without user activation after the trigger was released, posing the risk of a cut to a user or patient. No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.